Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed contamination under the down arrow and ok keypad button contacts. Unrelated to these issues, the keypad cover was observed to be torn near the ok button. All of the keypad buttons responded appropriately during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed contamination under the down arrow and ok keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.